Manufacturer narrative:
Product ID 3889-28, lot # va005t1, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer,

Event description:
It was reported that the patient programmer was not working with the implantable neurostimulator (ins). The patient was attempting c communication through her clothing and bandages. She had an open wound with puss in her back. Additional information has been requested, but was not available as of the date of this report.